Manufacturer narrative:
Analysis was performed by a bench repair technician by performing nbp calibration and leakage tests. The blood pressure readings were found to be in range. Based on the results of the analysis, the product malfunction was unable to be confirmed. As for precautionary measures, the nbp pump assembly was replaced and the device was returned to the customer. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on earlyvue vs30 indicating that the unit is giving incorrect non-invasive blood pressure readings. The device was in clinical use at the time of the event. No adverse event was reported.

Manufacturer narrative:
The returned device was evaluated at bench. However, the issue could not be reproduced. An nbp assembly has been ordered, and the precautionary replacement of the assembly is pending. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.